Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right coronary artery (rca). Following predilation with a 3.25mm x 20mm quantum¿ maverick¿ balloon catheter, a 3.0x20 promus premier drug eluting stent was deployed. Subsequently, the 3.25mm x 20mm quantum¿ maverick¿ balloon catheter was advanced for post dilatation. Upon the first inflation, the balloon was inflated at 12 atmospheres. However, upon the second inflation, the balloon ruptured at 16 atmospheres after a duration of 20 seconds. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).